Manufacturer narrative:
H3 - device evaluation: the lens was returned dry with residue on the product in a microcentrifuge vial. Visual inspection found the haptic torn and residue on the lens. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, -11.00 diopter, in the patient's left eye (os), on (B)(6) 2020. The lens was explanted on (B)(6) 2021 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved.